Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day after implant, the implantable pulse generator (ipg) device showed ¿not taken¿ for the lead impedance test of the left ventricular (lv) lead. The message showed multiple times, then the test was able to run. It was determined that the cause was due to polarization. The device remains in use. No patient complications have been reported as a result of this event.